Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had 12 failure alarms. There was no patient involved reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: h6(problem code) a getinge field service engineer (fse) found that the driving positive and negative pressure of the machine was not within the standard range. The fse recalibrated to bring the driving positive and negative sub-calibration within the standard range. The unit passed all factory specified performance and the safety indicator test. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Due to character restrictions, initial reporter telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit had 12 failure alarms. There was no patient harm reported.